Event description:
The event involved a transpac® it monitoring kit w/safeset¿ reservoir, 03 ml flush device, 84" red stripe pressure tubing and 2 needleless valves where the customer reported that when the nurse took a sample from the arterial catheter line of her patient, the vacutainer broke in the tap, making the tap unusable, and if it was open, it was continuously letting the patient's blood out. The tap was therefore sealed off. The next day, the nurse took a second sample from the second tap of the arterial catheter line, the vacutainer also broke inside the tap. No further samples could be taken. It was impossible to change the line between the taps as they are connected to the line. It was necessary to change the entire line from the arterial catheter to the pressure bag. The event occurred at the intensive care unit during patient use; harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Manufacturer narrative:
The complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review was conducted, and no nonconformities were identified that may have contributed to the reported complaint.